Event description:
Health care professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Health care professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, and crease flat. A microscopic analysis was performed which identified: crease sharp broken on radius. Based on the device analysis the final assessment is: crease sharp broken on radius assessed as fold flaw opening. Additional, changed, and/or corrected data: d9, h3, h6.